Manufacturer narrative:
Additional information was received which indicated that a pre-implant balloon aortic valvuloplasty (bav) was performed. Following implant and following the post-implant bav, moderate central aortic regurgitation (ar) was attributed to poor coaptation of the leaflets due to malformation of the valve structure. Per the physician, the structural damage was caused by the post-implant bav. The valve had been recaptured once prior to the infold. It was reported that the load was confirmed via visual, tactile and fluoroscopic methods and no misload was identified. Mild to moderate calcification was pre-existing. It was reported that the vascular closure issue was related to a non-medtronic product. A device code was added in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first deployment attempt, the valve appeared to be sitting in an inappropriate horizontal position. The decision was made to recapture and re-deploy the valve. Upon recapture from the horizontal position, an infold was reported. On re-deployment, the valve was reported to have an invagination in it's structure. The valve was ballooned in an attempt to resolve the infolding, however a portion of the valve was reported to be deformed on fluoroscopy and aortography and echocardiogram reported central aortic regurgitation. This was attributed to possible structural damage around support of the leaflets. A second valve was implanted, which resolved the central aortic regurgitation. Following the valve implant, it was reported that the patient suffered an unrelated vascular closure issue. No further details regarding the vascular issue were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record and associated frame lot was reviewed and showed that this device met all manufacturing specif ications for final product released for distribution. No manufacturing issues were identified that would have impacted this event. The valve remains implanted and so analysis was not possible. Images were submitted to medtronic for review. There were 39 still images of the angiographic record that were sent for image review. Noted images were identified that show: a set up image confirming severe calcium was present in the annulus, a pre-implant balloon aortic valvuloplasty (bav), the pigtail in the right coronary cusp (rcc) (and cannot determine the starting depth), the valve deployed to 80% (and seemed deep, but the pigtail was still in the rcc), the valve deployed to 80% and was constrained with an infold present, the valve deployed to 100% with a severe infold, a post-implant bav did not resolve the infold completely, a deformed inflow frame following and the angiogram confirmed severe aortic insufficiency (ai), a valve load check confirming a good load, the second system being deployed to 80% inside the first system, the valve deployed to 100% and the angiogram showed an improvement in ai. There was only one valve load check for this event and it was a confirmed good load. The imaging provided confirms during the first valve system at 80%, there was an infold present and the inflow was constrained. The valve was deployed to 100% and a post-implant bav was performed to attempt to resolve the infold. The post-implant bav was not able to resolve all of the infold and a malformed inflow was left behind. An angiogram confirmed there was severe ai and a second system was loaded and implanted inside the first valve system. The final angiogram confirmed a marked improvement in the ai. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Based on the available information, a root cause for the valve infolding could not be conclusively determined. Aortic regurgitation is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The reported regurgitation and inability of the valve leaflets to coapt could possibly be related as a common svd (structural valve degeneration) mechanism of failure (or failure mode) is cuspal deformation or tearing. However, without proper imaging and the limited information presented no conclusive cause can be made for the regurgitation. In addition, it is not clear if the coaptation issue was a related to the infold, damage from the bav, or a combination thereof. Similarly, without imaging, it is not possible to determine if the inability to coapt was a result of deformation, cuspal tearing, infold, or some other failure. In this case, the physicians resolved the issue by implanting a second valve. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.